Event description:
Related manufacturer reference number: 3006705815-2023-07851. It was reported that patient experienced continued drainage and wound dehiscence at incision sites. No accidents, falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.